Event description:
Reporter alleged the patient received a discrepant blood glucose result of hi (greater than 400 mg/dl) on the inform system compared back to back with a result of 30 mg/dl on a lab system when testing was performed within 10 minutes. Reporter indicated that the patient presented in the emergency room with an altered mental status. Reporter stated that a stroke protocol was implemented and a CT scan was ordered. Reporter also stated the patient was treated with dextrose based on the lab reading. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device. The strips were all used and so no product will be returned for evaluation.